Manufacturer narrative:
The compressor was investigated by our field service engineer (fse). It was found that the compressor had blown fuses and a damaged mains inlet. The blown fuses and the mains inlet were replaced. The replaced parts have not been returned. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The cause in this case was dust build-up in the mains inlet.

Event description:
It was reported that the compressor was not functional. There was no patient involvement. (B)(4).